Event description:
It was reported that a cabinet alarm caused tinnitus that required surgical intervention to repair.

Manufacturer narrative:
(B)(4). Cabinet investigation is pending. Device manufacture date unk.